Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-05859 incorrectly with section b5 and h3 and it has been corrected in this report. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged device is noisy. There was no report of serious or permanent harm or injury. The device was returned and evaluated and found the unit has a noisy blower. The top housing, bottom housing, right panel, foam, manifold, bellow, bottom, and air inlet were all contaminated. The top overlay was damaged.